Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming low battery alarm. The customer also reported that the insulin pump was turning off during sleep. The customer reported that they would experience high blood glucose over 400 mg/dl after waking up. The customer stated that they treated the high blood glucose correction bolus. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No off no power anomaly, no prime/fill anomaly and no low battery alert noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, corroded battery tube and cracked battery tube threads.